Event description:
It was reported that the device was explanted after an implant duration of approx 10 year and 3 mos. The reason for explant is unk. No further details were provided.

Manufacturer narrative:
Device not returned.